Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to corroded keypad traces. No frozen screen noted. Unable to verify a21 alarm due to button keypad anomaly. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was no longer functional. Customer stated the display was frozen. The customer's blood glucose was 6.9 mmol/l at the time of incident. Troubleshooting found the time was advancing on the insulin pump. The customer also reported an unexpected restart alarm, but declined to troubleshoot for the alarm. The customer also reported the buttons were not responsive on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.